Event description:
The pt was being fed using a pump. An unk amount of an enternal feeding solution was hung, and the pump was set to deliver 40ml/hr. 120 ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: event date given above is approximate.